Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission with episodes of noise on the ventricular channel, discrimination channel, and atrial channel of the pulse generator. The atrial lead noise was seen on the mode switch episode and the ventricular lead noise and noise on the discrimination channel was seen during a non-sustained ventricular fibrillation episode. The patient was brought in to the clinic on (B)(6) 2019 for further testing the leads. The patient stated he fell off the horse which resulted in the episodes of noise. The lead was tested and showed no signs of lead integrity issues and noise was not reproducible. It was suspected that it sensed myopotential during the fall. The patient was not symptomatic during the visit and the physician elected to closely monitor the patient for the month for any subsequent issues. Related manufacturer reference number: 2017865-2019-05828.